Manufacturer narrative:
Riverpoint made repeated attempts to obtain the lot number for the product associated with this complaint. No conclusion can be drawn at this time. A review of nonconformances for the product did not reveal any trends for sterilization or packaging issues. A review of complaint trending data showed no negative trends regarding this type of complaint.

Event description:
According to the reporter, "post-operative infection had to be treated with antibiotics according to hospital's protocol. Obstetrics and gynaecology department of the hospital has had an increase in the number of post-operative infections in the last two months. The infections developed about 2 weeks after surgery, and are suspecting the autoclaving process, incision site disinfection, the post-operative wound management and the sutures (first supplied in july, and then in september). As of yet, only the autoclave has been ruled out."